Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue of no audible and visible alarms was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Dealer advised testing unit and found low o2 at 77 percent with no yellow light and no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised testing unit and found low o2 at 77 percent with no yellow light and no alarm.